Event description:
It was reported that the patient was seen in clinic for a routine device check on (B)(6) 2026. The patient reported that they have had syncopal episodes. On the follow day, (B)(6) 2026, the patient was admitted to hospital due to syncope. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited intermittent loss of capture. The patient underwent rv lead revision on (B)(6) 2026; however, the procedure was not successful, as patient veins were all blocked. The system was replaced by a leadless pacemaker system on (B)(6) 2026, and the rv lead remained implanted, but it was reprogrammed as backup sensing and pacing. The patient was stable.

Event description:
It was reported that the patient was seen in clinic for a routine device check. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited intermittent loss of capture. The patient reported that they have had syncopal episodes. The system was replaced by a leadless pacemaker system on (B)(6) 2026, and the rv lead remained implanted, but it was reprogrammed as backup sensing and pacing. The patient was stable.